Manufacturer narrative:
Investigation results were made available. Event description: it was reported, that: patient had a hip revision due to dislocation, surgeon decided to change cup and use constrained liner. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported, that: patient had a hip revision due to dislocation, surgeon decided to change cup and use constrained liner. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00649-1, 0009613350-2021-00655-1.

Event description:
Investigation has been completed.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a hip revision due to dislocation. Surgeon decided to change cup and use constrained liner.